Manufacturer narrative:
Product ID 3776-75, serial# (B)(4), implanted: 2013-(B)(6), product type lead, (B)(4).

Event description:
It was reported the patient was going to have a pocket revision the day of report due to sensitivity at the pocket site. The implantable neurostimulator (ins) site 'never healed right.' Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient was getting 'great therapy'. Impedances were fine with the implantable neurostimulator. It was reported that no malfunctions were 'seen or caused.'